Manufacturer narrative:
The customer followed up with tandem regarding the issue. Due to ongoing occlusions the pump was replaced.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.